Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment and found it passed all requirements. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 25.3°c. Free run testing for 30 seconds resulted in a maximum temperature of 30.5°c. Free run testing for 3 minutes resulted in a maximum temperature of 36.3°c. Load testing the attachment for 3 minutes resulted in a maximum temperature of 48.5°c. Maximum temperature is 13°c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 3 minutes of running attachment is 48.0°c in either run at load testing modes. Attachment failed the 3 minute load test temperature limits. During examination after disassembly it was noted several internal components of the head assembly displayed slight to moderate debris. Also, slight to moderate wear was noted on inner drive components. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear which, in turn, could have possibly causing the temperature rise reported. The contact between the set pusher and the cap underside could have also contributed to the reported temperature rise.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.